Event description:
It was reported that the atrial lead dislodged. At the revision procedure, it was noted that there was blood on the tip of the lead connector pin and the helix would not retract. The lead was repositioned with the helix extended and acceptable values were measured; the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.